Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had gone to training on 02/06 and started the insulin pump and the sensor at the same time. Customer mentioned that he had 2 bad sensors that were replaced. Customer also had a low blood glucose level of 40 mg/dl on the weekend that he started. Customer stated that he swings from highs to lows due to him monitoring and checking too much and eating to correct. Customer has had the threshold suspend alarm a few times. Customer declined a transfer to the helpline. No further assistance needed.